Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that the balloon ruptured during the procedure. The balloon was removed from the patient without incident. There was no reported intervention or patient injury.

Manufacturer narrative:
The device was returned for evaluation. During investigation, the balloon was noted to have a linear tear. Further inspection determined that the polyimide ring was missing. Based on the investigation and provided information, the reported complaint of a ruptured balloon was confirmed. The root cause cannot be definitively determined; however, the damage to the device is consistent with over-inflation.